Event description:
The hcp reported that the patient was experiencing difficulty with pain control. A pump check under fluoroscopy revealed catheter leak adjacent to the pump. A pump catheter revision was performed in 2006. The patient recovered without sequela.